Manufacturer narrative:
Age at time of event: over 18 years. Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50mm x 12mm express 2 stent delivery system (sds) was selected to treat the lesion. It was noted that the stent was dislodged from the delivery system. The physician removed the sds. The dislodged stent was post dilated with a 2.50mm x12mm emerge balloon catheter. The procedure was completed with the deployment of this device in the circumflex artery. No further patient complications were reported and the patient's status was stable.